Manufacturer narrative:
Correction: b5: describe event or problem: it was reported that when removing the bd plastipak¿ syringe from the package it was broken. The following was translated from portuguese to english: 20ml syringe with luer tip came broken.

Event description:
It was reported that when removing the bd plastipak¿ syringe from the package it was broken. The following was translated from portuguese to english: 20ml syringe with luer tip came broken.

Manufacturer narrative:
One syringe sample and photo received by our quality team for investigation. Through visual inspection, cracked barrel is observed, therefore the incident is confirmed. A device history review was performed for lot 3116683, maintenance order related to the incident was identified. Based on the teams investigation, possible root cause, cracked barrel can be a result during manufacturing process. Areas where pieces are transported in manufacturing area are protected to avoid damage on the product. Machinery part was cleaned and adjusted. Manufacturing personnel have been notified of this incident to increase awareness.

Event description:
Additional information received 20ml syringe with luer tip came broken. Customer provided to us the additional information below. Could you please give details of the syringe breakage? Was it cracked, pierced, dented, disassembled, scratched? And which component? (Plunger, cylinder, stopper, hub) on the stem of the material. Was the reported incident noticed before, during or after use? When removing from packaging. Was there any harm to the patient/caregiver? (Detail) no. Was there a need for medical and/or surgical intervention due to the incident (imaging tests, surgery, drug administration, etc.)? (Detail) no. Could you forward photos and/or videos that show the deviation in the product? Attached.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the tip of the bd plastipak¿ syringe was broken. The following was translated from portuguese to english: 20ml syringe with luer tip came broken.